Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her freestyle libre sensor detached from the adhesive after 9 days of wear and she was unable to monitor her glucose for four days. Customer experienced symptoms described as "couldn't move" and trembling, and was treated with a glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her freestyle libre sensor detached from the adhesive after 9 days of wear and she was unable to monitor her glucose for four days. Customer experienced symptoms described as "couldn't move" and trembling, and was treated with a glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.